Event description:
The customer reported that the insulin pump alarmed iop test failure at 10:01am. Customer's blood glucose was 165 mg/dl. Customer stated it alarmed once. Troubleshooting was done. The customer was advised to monitor the insulin pump and to call back once issue reoccurs. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).